Event description:
Heavy bleeding, period cycle every two weeks, sharp stabbing cramping in lower abdominal region, massive headaches, skin texture changes, weight gain, hair loss, fatigue, abdominal swelling, water retention, metallic taste, irritable (B)(4).